Event description:
The customer reported that the system displayed a checksum error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The static random access memory was replaced. The system was tested and found to be working as intended and put back into service.